Event description:
On february 15, 2024, the reporter of the lay-user/patient contacted lifescan (lfs) USA, alleging that her mother¿s onetouch ultra 2 meter would not power on after inserting a test strip. The complaint was classified based on the customer care agent (cca) documentation of the initial call and on additional information obtained after the medical surveillance specialist (mss) listened to the call recording, since the reporter did not leave her contact details for a follow-up call. The reporter did not specify when the alleged power issue started. The reporter informed the cca that she was in an emergency and mentioned that her mother ¿almost went into a coma¿ due to the alleged issue with the subject meter on february 15, 2024, at 4:30 pm. The reporter did not specify how the patient manages her diabetes, nor whether she made any changes in response to the alleged issue. There was no report of medical treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca walked through resolving the alleged power issue, however the alleged issue remained unresolved. The cca confirmed that the patient was using the correct test strips and the subject meter did turn on after pressing the power button. The reporter disconnected the call before the cca could arrange a replacement meter. This complaint is being reported because the reporter claims that the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The patient might have experienced loss of consciousness and the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. An evaluation of the test strip lot was unable to be conducted as the lot number was not provided.